Event description:
It was reported that cgm graph was missing from pump home screen and unlock buttons appeared different. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.